Event description:
Consumer allegedly brought in rollator to the dealer. The weld on the bar underneath the seat that supports the weight allegedly broke. No injury is alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model 65650 serial number/date code (B)(4) is approximately 1 year and 4 months old. The user manual part number 1148077 rev g (jun-10) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.